Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the mini drawer main 3-8 mispocketting. A field service engineer reseated the flex cable, cleaned tray and sensor tracks in order to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had broken drawer.the customer stated that the malfunction occurred when user trying to issue medication to patient and there was no delay in issuing medications to patient due to this malfunction.there were no adverse events or injuries reported based on this event.